Manufacturer narrative:
Date of the event: (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had been having really bad, bad accidents that occurred anywhere from 3-5 times a week and they were so bad that that they thought that their implant battery had died because they were having uncontrollable gas that smelled like vomit and sulphur-the metal, patient noted that they were taking pepto-bismol but did not stop it. Patient noted that these were not new symptoms and that they got the device to help with these issue. Patient stated that they had not had any falls /trauma. Patient mentioned that they had turned up stimulation to where it was uncomfortable the morning of the report and when the patient services specialist (pss) reviewed types of therapy and therapy information , the patient turned stimulation down to a comfortable level over the phone. It was noted that patient had access to a programmer was had the ability to change programs and /or adjust stimulation. Patient synced with their programmer and stimulation was on. Patient mentioned that they felt stimulation in the correct area. It was reviewed for patient to increase amplitude if medically appropriate, and that it takes time for the body to respond to therapy. Patient was redirected to the health care provider (hcp) if problems did not resolve. Patient stated that this was a sudden change in therapy/symptoms. No further patient complications were reported/ anticipated as a result of this event.